Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pacing lead impedance has decreased and the threshold has risen. It was noted the lead is programmed unipolar with an impedance of 220 ohms and that the patient is pacing dependant so the bipolar configuration wasn't tested. The lead remains in use. No patient complications have been reported as a result of this event.